Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 45 mg/dl. Customer's blood glucose was 75 mg/dl at time of call. Customer was actively bleeding when she removed the infusion set from her body. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.